Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was too large and needed compression. A technical support specialist took the database to simple mode and then shrank it, freeing up half a terabyte of space. The database was then put back to full mode, and functionality returned. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that when using the es vm large server, the etl process was delayed, and the report data was not current. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
The customer alleged that the bd pyxis medstation server issue resulted in seven concomitant medstation devices not communicating with the server. No additional information has been provided regarding identifying factors for the systems, such as specific models and/or serial numbers.

Manufacturer narrative:
In the event additional information is received a supplemental report will be filed.